Event description:
It is reported that the surgeon was drilling for his first screw in the tm reverse baseplate using the tm reverse drill guide and the 2.5mm drill bit. He pulled out the drill bit and realized part of it was missing (it broke at about where the smooth section meets the threaded section). Surgeon decided that the drill bit was buried too far in to remove, so he put a shorter screw into the hole where the drill bit broke (so as not to interface with the drill). He then opened a small frag trauma tray to get another 2.5mm drill bit to prepare for the second screw. At the end of the case, before closing, (B) (6) had an x-ray taken to assure that the drill bit was not interfering with any implants and/or the articular surface area. He confirmed that things looked ok to close.

Manufacturer narrative:
(B) (4). Evaluation summary: breakage of the drill bit might have been caused due to application of high torque along with bending/deflection during its use. No product, x-rays, bending/deflection during its use. No product, x-rays, or product information was returned. The exact cause analysis cannot be determined with certainty. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.